Event description:
(B)(4). It was reported that stent deformation occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina. The patient was found to have abnormal stress test or imaging stress test and was referred for elective cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the distal right coronary artery (rca) with 97% stenosis and was 30.2 mm long with a reference vessel diameter of 2.46 mm. The lesion was treated with pre-dilatation and placement of 2.25 x 32/38 mm study stent. Following post-dilatation, the residual stenosis was 4%. Target lesion #2 was located in the proximal rca with 73% stenosis and was 11.3 mm long with a reference vessel diameter of 2.72 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 12 mm study stent with 0% residual stenosis. Post deployment of the study stent, following withdrawal of buddy guidewire, there was forward movement of the guiding catheter that resulted in proximal stent edge longitudinal deformation (compression). This was treated with postdilatation at high pressure. Target lesion #3 was located in the proximal left anterior descending artery (lad) with 74% stenosis and was 29.5 mm long with a reference vessel diameter of 2.4 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 38 mm study stent. Following post-dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).